Event description:
In 2009, the patient reported the piston rod of his insulin infusion device is not retracting. He said he is using aa carbon zinc batteries, and just changed the battery today. He was advised to use aa alkaline batteries. Proper batteries were sent to the patient. He called back the same day, and said there was a "film on the inside" of his device cartridge chamber. He said it smells like insulin and was cloudy. He did not know of any specific time that insulin spilled into the chamber, but thought it might be the result of a cartridge leak. The proper procedure to change the cartridge was discussed with the patient. He said he tried cleaning the film with water and rinsed it out. He said that 3-4 days ago, he tried to wipe the plastic with an alcohol swab. He said he switched to insulin injection therapy 4-5 days ago, and his blood glucose were "sky high" while he was off his infusion device. His meter measured "hi", which he treated by injecting insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.